Event description:
Health care professional (hcp) reported patient(pt.) Had hemodialysis treatment (tx) initiated on the 1550 device at 0640 with blood flow rate: 400 at dialysate rate: 500. At 0800, pt. Reported to hcp and informed her that she had foam in the venous chamber and was feeling bad, complaining of shortness of breath and chest pains. Hcp administered oxygen via mask and placed pt on her left side. The blood was recirculated to remove the air. They discovered the air was entering via the arterial fistual needle. Hcp changed the arterial needle and reiniated tx 40 minutes later. Symptoms immediately resolved. There was no blood loss and no other medical intervention necessary.